Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain with peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak reported for this event. The cause of the peritonitis is unknown. The pd culture result of pseudomonas suggests a breach in aseptic technique as this organism is most frequently found in soil and water and favor moist locations such as showers and hot tubs. Based on the available information and no allegation of a device malfunction or cycler set leak or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked alarm. During the call, the patient experienced peritonitis and feeling pain in their stomach. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the pd clinic approximately three weeks ago (unconfirmed date) with cloudy pd effluent and abdominal pain. The effluent contained tense, interwoven particles that did not resemble normal fibrin. A pd effluent culture was drawn resulting positive for pseudomonas (species unknown). The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin and ip ceftazidime for three weeks (dose and frequency unknown). After feeling better, the patient requested to stop the antibiotics; however, the patient¿s pd effluent was still cloudy, and the white cell count was 123 (unknown units). The patient was advised to remain on the antibiotics until completed. The antibiotics are completed but the patient is not considered recovered. The patient was scheduled to meet with the doctor on (B)(6) 2019 to determine if oral antibiotics were necessary or to see if the patient could remain on pd therapy. The patient has refused to transition to hemodialysis (hd) therapy. The cause of the peritonitis is not confirmed; however, the pdrn stated there were no issues with the liberty select cycler or cycler set related to this event. Additional information was requested but not available.